Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level (bg) ranged from 50-450 mg/dl. Due to the alarms, the customer over-compensated for the bolus delivery and the blood glucose level dropped to 50 mg/dl. The customer ate food to compensate for the low bg level. To address the high bg level, the customer changed the infusion set and delivered a correction bolus. The customer has a back-up pump if needed to manage diabetes.